Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system had a door failure. A field service engineer assisted the customer and resolved the issue successfully. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower bc2 tower 2 doors 2 and 4 and tower 1 door 3 experienced multiple failures involving emergency medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.